Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This patient with a pacemaker was in the hospital and was discharged. The patient was told that the device was working randomly. Also, the device exhibited undersensing. The device remains in service. No additional adverse patient effects were reported.